Event description:
At the beginning of a case, the user connected the pt to the machine and noted increased pressure and pt was reported to be unable to exhale. The pt was ventilated with an alternate device until a breathing circuit hose mis-configuration was discovered. The hose configuration was corrected, the machine was reported to function normally, and was used to complete the case. No pt injury.